Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. No product or data was provided for evaluation. It was indicated the patient started their transmitter past the 'use by' date, which is off-label usage of the device. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.